Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of the in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. A review of the batch record for the lot did not uncover any non-conformances. Lot meets release specification. The pt was reported as using lovenox, a low molecular weight heparin. As stated in the limitations section of the packing insert (pi), : this test should not be used for patients on heparin therapy." This constitutes off-label use and cannot be ruled out for the error experienced. Based on info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the (poc) point of care inr result. Results are as follows: date: (B)(6) 2014. Inratio inr: 1.6. Poc inr: 2.7. The time between testing was one (1) min. Therapeutic range 2.0 -3.0 for the pt. There was no add'l info provided.